Event description:
Pt (patient) having a robot assisted laparoscopic procedure, dr requested a 2-0 polysorb suture. Suture 2-0 ul-878 with a gu-46 taper needle, was given. As the fa inserted the suture into the trocar the needle and the thread became separated. The trocar was removed from the patient to find the needle stuck in the sheath.